Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records provided for evaluation. Additionally, there was imagery provided for evaluation. A review of the imagery revealed there was thickening with calcium on all three leaflets. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the valve calcification that resulted in a valve-in-valve being performed was confirmed based on imagery provided. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Although a definitive root cause was unable to be determined at this time, it is possible that one or more of these factors may have been present and caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 1 month after the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the valve failed. There was no surgical date reported and there was no indication that a reintervention had been planned. Imagery was provided for evaluation. Per imagery review, there was thickening with calcium on all three leaflets. Medical records were received for evaluation. According to the medical records received, the patient presented with worsening shortness of breath and there was a concern for degeneration of the bioprosthetic valve. A transesophageal echocardiogram (tee) performed approximately 4 years and 13 days after tavr procedure showed a bioprosthetic aortic valve with severely increased transaortic gradient. The leaflets were thickened with restricted opening. There was severe prosthetic valve stenosis and moderate paravalvular leak (pvl). The aortic valve (av) peak gradient was 70.6 mmhg and the mean gradient was 41.5 mmhg. The aortic valve area (ava) velocity time integral (vti) was 0.71 cm2. Approximately 13 days later, the cardiac computed tomography (CT) showed a tavr that appears to be well seated with no pvl. The leaflets were calcified with restricted motion. There was no hypoattenuated leaflet thickening (halt). There was no indication of a date for intervention or surgery; however, it was noted that surgical valve replacement was likely the most appropriate option for an intervention. Subsequently, additional information was received revealing that approximately 4 years, 1 month and 22 days after the tavr procedure, the patient presented with an ejection fraction (ef) of 25%, a peak gradient of approximately 70 mmhg, and a mean gradient of 47 mmhg. The patient underwent a successful valve-in-valve tavr procedure using a 23 mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is ongoing.